Event description:
Caller states during a correlation study. The following coaguchek s/ coaguchek xs results were obtained: patient 1: 1.8 inr/2.3 inr; patient 2: 1.7 inr/2.4 inr; patient 3: 1.9 inr/2.7 inr; patient 4: 1.9 inr/2.6 inr; patient 5: 1.5 inr/2.0 inr; patient 6: 2.8 inr/4.0 inr; patient 7: 1.6 inr/2.3 inr. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch is for suspect device in coaguchek s system. Patient 2: no information provided. Patient 3: female, oncology patient, medications (no dates known); bupropion, alprazolam, calcium, citalopram, fluticasone, olmesartan, omeprazole, warfarin. Patient 4: female, no weight provided. Puljmonary embolism, deep vein thromobis. Medications (no dates known):valsartan, warfarin, estradiol, calciium. Patient 5: no information provided. Patient 6: male, no weight provided. Deep vein thromosis, lupus, protein c deficiency/low function. Medications (no known dates); amlodipine, aspirin, celeoxib, isosorbide, metformin. Patient 7: female, no weight provided. Deep vein thromobis. Medications: warfarin, no dates provided. Additional concomitant medical products and therapy dates: multimitamin - dates unk. Warfarin - 5mg/dates unk.